Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device was not involved in the event. The initial report was submitted in error and should be voided.

Manufacturer narrative:
Cmp-(B)(4). Concomitant medical products: 00434904003 poly liner plus 3 mm offset 40 mm diameter 63381083; 00434901013 humeral stem 10 mm stem diameter 130 mm stem length 63399934; unk glenoid head; unk baseplate. Reported event was confirmed by review of the provided op notes. The liner was returned for evaluation; however, it is unrelated to the event that occurred on this complaint. It is noted in revision op-notes that "the cephalic vein was ligated inferiorly, as it tore during the dissection." DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the cephalic vein was inferiorly ligated during the dissection phase of the revision. No further information has been made available at this time.